Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 39565-30, serial# b)(4), implanted: (B)(6) 2007, product type: lead. See manufacturer¿s report # 3004209178-2016-09761 for the patient¿s other device issue.

Event description:
Information received from the manufacturer's representative reported that when the lead of the implantable neurostimulator (ins) was put in and before the patient left the hospital, they got a methicillin-resistant staph aureus (mrsa) infection. The lead had to be removed. The patient was put on antibiotics for 6 months after which they re-implanted the lead. The indication for use for the implanted device was noted as multiple back operations. If additional information is received, a follow up report will be submitted.

Manufacturer narrative:
Corrected information: sex, date of birth . If information is provided in the future, a supplemental report will be issued.